Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced atrial fibrillation (af) with ventricular tachycardia (vt) in the ventricular fibrillation zone. Anti-tachycardia pacing (atp) was successfully provided however spontaneously terminated prior to a shock. The patient experienced syncope during this time. It was noted that the arrhythmia spontaneously converted. The device remains n service. No adverse patient effects were reported.